Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 3006705815-2019-03802, 1627487-2019-11243. It was reported that the patient had an MRI performed on (B)(6) 2019, after putting the device into MRI mode. During the MRI, the patient experienced muscle spasms in the front and back of the body. A burning sensation was also felt that persisted until the next day but has now resolved.